Manufacturer narrative:
The device was returned and the device was inspected. The customer's reported issue, no image, was confirmed. In addition, the device inspection identified the camera cable was faulty causing an e220 error and the focus ring is cracked. The device history records (DHR) were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the failure of the camera cable. Failure of the camera cable indicates the internal charged coupled device (ccd) has failed, and the failure of the ccd may have prevented normal communication, resulting in error e220 and no images. The event can be detected or prevented by following the instructions for use which state: the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope away from the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. The following statement is included in the "warning" section in the instruction manual "storage": ·when wiping the outer surface of the camera cable, do not wipe the cable. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the subject device had poor quality video image and the image did not display. It is unknown when the device malfunctioned. The customer reported the procedure was unknown. No harm or injury reported by the customer. No additional information provided at this time.